Event description:
It was reported that during routine follow-up, the physician observed an alert indicating an increase of pacing impedance of this right atrial (ra) lead. The increase occurred suddenly several months after implant without any prior incidents. Chest x-ray was performed and the lead was observed in the same position as implant, however, the helix of the lead appeared to be completely retracted. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.